Manufacturer narrative:
UDI #(B)(4). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation due to infection and as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve and 21mm 11500a aortic valve exhibited endocarditis after an implant duration of approximately 14 days. The hospital's internal infection control department is currently conducting their investigation, including bacterial phenotyping. It was noted that there were other valves from different manufacturer involved as well. No other details were provided.

Manufacturer narrative:
H10: additional manufacturer narrative: additional information received from the customer indicating that their investigation confirmed that the edward valves were not identified as the fomite. Edwards investigation also concluded that there was no investigational evidence of early endocarditis in all cases reported by this site.  H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve and 21mm 11500a aortic valve expired post mvr and avr. Per the medical records, the patient underwent a complex surgical intervention. CABG x3, laa clip and pfo closure were performed. Initially, mv repair was performed with a 26mm physio ii annuloplasty ring unsuccessfully due to persistent central jet. The ring was explanted and replaced with a 27mm 7300tfx mitral valve. Avr was performed with a 21mm 11500a aortic valve. Overall, the patient tolerated the procedure well and was taken to the ICU in stable condition. The patient's postoperative course was complicated by coagulopathy requiring products. On pod #3, the patient experienced respiratory and renal failure. The patient's blood culture was positive for serratia marcescens pneumonia and bacteremia along with new onset of atrial fibrillation. The patient was treated with medication initially, but required cardioversion on pod #6 and 8. The patient had metabolic acidosis, cardiogenic and septic shock. She was placed on vasopressor support. The patient had tissue slouching (purpura fulminans & gangrene ) and multiple organ failure. They were placed on comfort care and expired on pod#14. The discharge note also included sepsis due to acinetobacter baumannii, but the onset date is not known. The hospital's internal infection control department is currently conducting their investigation, including bacterial phenotyping. It was noted that there were other valves from different manufacturer involved as well.

Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The root cause of this event cannot be conclusively determined with the available information. However, it is likely that procedural related factors may have caused or contributed to the event. The subject device was not returned for evaluation due to infection and as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MFR report #2015691-2020-14245 for the report submitted on the patient's aortic valve.